Event description:
It was reported that when the patient presented for follow-up the device exhibited an alert for rv oversensing. Review of stored egms also showed high impedance on the ventricular channel. The device exhibited normal measurements in clinic and no action was taken. The patient will continue with routine follow-up.